Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad traces. Moisture damage was found on the motor. The device was also received with cracked display window corners, cracked reservoir tube lip, cracked belt clip slot and scratched lcd window. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump was put in the washing machine by accident and it has been alarming button error since then. Customer's blood glucose was 137 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.